Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusors leaked. The issue was further described as, "leak was observed to be coming from the line attachment to the housing". This occurred during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d4, d9, h3, h4, h6, h10. H4: the lot was manufactured between june 26, 2023 - june 27, 2023. H10: two devices were received for evaluation. Device one was visually inspected and fluid was observed inside the bag that contained the infusor which suggested leak had occurred. The reported condition was verified. Further inspection revealed the cause of leak was due to a detached tubing at the solvent-bonded junction of the stressmember. Solvent was observed on the tubing. The tubing od and the stressmember ID were found to be within specification. However, the tubing insertion depth was found to be inadequate (not deep enough) and therefore resulted in a leak. The inadequate tubing insertion depth was due to manual assembly error during manufacturing. Device two was visually inspected and fluid was observed inside the housing of the infusor which suggested leak had occurred inside the housing. The reported condition was verified. A leak test was performed by filling the bladder with water. Immediately after fill, the leak was observed coming out at one side of the bladder crimp. The cause of bladder crimp leak was related to manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.